Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), explanted: (B)(6) 2019, ubd: 05-feb-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), explanted: (B)(6) 2019, ubd: 16-aug-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced restricted head movement to the right and neck pain. Diagnostic methods included patient report and examination which revealed tension. The clinical diagnosis was bowstringing. Interventions included in-patient hospitalization and explant/replacement of the extensions on (B)(6) 2019. The event was resolved without sequelae. The seriousness was considered a life-threatening illness/injury and resulted in medical/surgical intervention to prevent life-threatening illness/injury/permanent impairment to a body structure/function. Etiology was considered possibly related to device/therapy and possibly related to implant procedure.